Event description:
Patient was having a procedure for dental restoration under general anesthesia. Anesthesia provider noted that inspired co2 levels were elevated, notably with spontaneous ventilation. Soda lime was changed and the patient was switched to mechanical ventilation and the inspired co2 improved. Following the procedure, the anesthesia machine was inspected by biomed and was found to have a black substance inside which was cultured. Cultures from inside the anesthesia machine sampled on (B)(6) 2024 grew micrococcus and related genera (a) thought to be contaminant, 1 cfu gram positive bacilli (a), and cladosporium spp. Issue of condensation had been reviewed with the manufacturer months prior to ensure that manufacturer guidelines for cleaning of the machines were being followed. Manufacturer guideline is for annual cleaning and pm. At the time of this event, the hospital was going above and beyond the manufacturer recommendations and conducting the cleaning and pm every 6 months and condensation/microorganism growth still occurred. Growth was identified in (B)(4) anesthesia machines of this kind that are used with higher frequency and longer eases than some of the other anesthesia machines in use at the facility. Manufacturer guidelines for use have been insufficient to keep this equipment free from microbial growth. Cultures obtained from anesthesia machine, not from pt. Infection prevention is monitoring potentially exposed pt for any identified infections. Ref reports: mw5162186 and mw5162188.